Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, fluoroscopy revealed externalized conductors on the right ventricular lead. No further action has been taken as the electrical parameters were good and the patient was stable.